Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Follow-up communication received from the customer stated that they did not perform any troubleshooting on the devices as they were informed that the gvm system is reaching its end-of-life (eol) / end-of-service (eos) date and they have decided to replace their entire system. Review of complaint history for the reported smart cable serial number "(B)(6)" did not identify any previous complaints. Trending analysis for glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the screen on the connected glidescope gvm monitor was going out during intubation. It was further reported that the hdmi cable had a nick in its shielding and the monitor battery had never been changed since its manufacture date in 2018. No delay in the procedure, use of a backup device, or harm to the patient was reported.